Event description:
It was reported that ongoing occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by a correction injection via manual insulin therapy, without third-party assistance. Customer changed infusion set and cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.